Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's lead was fractured that was observed during an unrelated surgical procedure. As a result, the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
A patient experiencing a lead fracture was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.